Event description:
It was reported to vyaire medical that the vela ventilator is not calibrating the exhalation pressure transducer. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed and duplicated. The exhalation pressure transducer (pt 801) failed. This is a known issue which can be referenced with CAPA (B)(4).